Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the deployment button could not be pressed and the clip could not be deployed. The starclose se device was easily retracted and hemostasis was achieved with manual arterial compression. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of deployment was confirmed as shaft carving was observed that would have prevented completion of thumb advancement. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not performed prior to the procedure. The starclose se instructions for use indicates: perform a femoral angiogram prior to procedure to verify the tissue condition or puncture location. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. A femoral angiogram was not taken. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.